Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to patient's humerus being loose; the surgeon did a poly swap. The humeral stem was not a djo stem, the segmental revision system (srs) from biomet caused the issue. This was the 3rd revision.